Manufacturer narrative:
H.6. Investigation summary: DHR- a total of (B)(4) were manufactured on afa line 12 from 13jul18 through 18jul18 there were 3 instances where the challenge samples were not noted as pass or fail (reject wedge challenge, plug depth attribute challenge and splay lube challenge), of which none were related to this incident. **these non-recorded (pass/fail) challenges have been addressed by the qe. All other challenge, set up and in process samples were performed and all passed per specifications received a total of 12 iag 22ga units within sealed packages along with 3 empty-open packages from lot number 8192723. All the contents within the sealed packages were present. Visual evaluation: 4 of the 12 units received revealed damage (stress marks, partial bending) on the safety barrel. Upon pressing the activation button the needle only partially retracted, the damage found on the barrels prevented fully retraction. Conclusion: manufacturing: the needle retraction failure described in the incident report was potentially caused by the damage (cracks, stress marks) found on the safety barrel which was caused by manufacturing process.

Event description:
It was reported that a bd¿ insyte autog bc blu had a needle that failed to retract.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ insyte autog bc blu had a needle that failed to retract.